Manufacturer narrative:
Device evaluation: the lens was returned dry in lens case/vial. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specification. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vich13.2 implantable collamer lens, +6.0 diopter, into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016, the lens was explanted, due to excessive vault and elevated iop (without pupil block and angle closure).